Event description:
A distributor reported to baxter healthcare regarding a vialmate reconstitution device in which the "needle burst through the rubber". This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of "the needle burst through the rubber" could not be confirmed because sample was not available. A root cause also could not be identified due to sample unavailability. If the sample or additional information becomes available a follow-up medwatch will be submitted. A batch review was performed for the complaint lot. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications.